Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was sent that showed quarantined lancets. The malfunctioned lancet as not present. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 30 g x 1.5 mm bd microtainer® contact-activated lancet did not retract which caused the user to be stuck. The lancet had already been used on a patient. Blood test results show that the nurse is negative. No medical intervention reported.